Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI but was still receiving benefit from the device. The magnet was replaced under a general anaesthetic on (B)(6) 2023. The implant remains in-situ.